Event description:
Patient presented to the physician with pain when opening their mouth and chewing, with the pain radiating to the back of the head. Physician prescribed anti-inflammatory medication and pain medication.